Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the probe allegedly had foreign material at the end of the trocar tip. Another probe was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection(s): the probe was returned with the aperture approximately 95% closed. The vacuum chamber was not returned. No other anomalies were identified. The cutter and needle tip were examined closely under magnification (15x) and no material fragmentation were observed. There was no evidence of skiving or damage to the cutter or cannula. Slight skiving/score marks were noted to the tip protector. Functional/performance evaluation: no functional testing was performed. X-ray: the probe was examined via x-ray imaging. The image shows both of the front stops to be intact on the front housing. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event, as the user wiped the probe prior to return, and no foreign material was found on the returned probe during the evaluation. Per the reported event details, the user wiped the reported probe down prior to sending it in for evaluation. Therefore, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: how supplied: the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. Using standard aseptic technique, remove the biopsy probe from the package and check for damage. Press the ¿sample¿ button to calibrate the biopsy device for handheld use or press the foot pedal ¿sample¿ switch to calibrate for stereotactic table use. Exercising caution, remove the tip protector from the sharp stainless steel trocar. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.